Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Additionally, the right atrial (ra) lead, has been presenting suspected myopotential noise. Both, rv and ra leads remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).